Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Insulin pump did not receive a stuck button alarm. Up and down buttons were stuck. Customers stated that numbers were not ramping on their own. Insulin pump was exposed to high altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, faded serial number label, cracked middle (enter) keypad button. The unit passed displacement test; it failed self test. After battery installation, the down keypad button worked intermittently. Self test returned a pump error 63. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. Thus software was utilized and uploaded trace/history files properly. The pump history file reveals that pump error 63 (variableinfo = 9) occurred (B)(6) 2020 09:24:27 and 09:24:47 plus (variableinfo = 3) occurred (B)(6) 2022 07:11:19 which was when the self test was conducted. After visual inspection, there is corrosion in/around the following: pcba1-da1, da2. A visual inspection of u1 under a microscope reveals that there is a broken trace at pin 6. The j1 connector on pcb1 was locked properly during visual inspection. The unit also passed the keypad voltage test. In summary, the customer¿s report that no response from any keypad button was not confirmed. The keypad anomaly is due to the moisture damage at pcba1 da1 and da2, and the pump error 63 (variableinfo = 9) is due to a hardware problem plus (variableinfo = 3) is due to a broken trace at u1 pin 6 on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.